Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt reported their ins was not helpful because they cannot feel the stimulation and it was not helping with their pain. Pt said the issue started a week ago. Pt said they had tried using groups a, b and c but nothing helped. The pt said they had tried increasing each group from 1.7 to 2.2 and they increased it more to 2.4, but it was not working. Pt said they had gone to their primary care doctor, and they were given pain meds. Agent advised the pt to try increasing further to check if it will help with the pain, but the patient said they had tried until the maximum, but it was not helping with the pain. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.